Event description:
It was reported that an error not detecting latch was experienced.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed an occurrence of a "cassette locked but not latched" alarm. The investigation found that the device duplicated the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a defective latch/lock optic flex circuit was the cause of the reported issue. The defective latch/lock optic flex circuit was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.